Event description:
It was reported that coagulating bipolar forcep disposable unit with non-disposable cord, failed to work. Cords, cautery machine and disposable forceps changed. Pt lost 400cc blood intraperitoneally. Disposable new cutting forceps failed to work after change. Due to failure of cautery equipment, md was unable to preserve fallopian tube and salpingectomy had to be performed. Equipment removed from service and given to biomedical engineering. Outside agency to review equipment to check if it meets FDA standards.